Event description:
Reads channel a fail. Pt scheduled for redo CABG 2-3 with mitral valve replacement. Called to o.r. By anesthesiologist because channel a was not working. Pump removed and new pump brought in which worked correctly. Reported problem next day to biomed.